Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime test passed. A tubing clamp was not available at the time of the phone call to perform the high pressure test. It was found that the cannula of the infusion set the customer was wearing at the time of the event was bent, but the insulin pump did not alarm no delivery. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.